Manufacturer narrative:
(B)(4). A follow-up report will be submitted following evaluation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient was hospitalized for peritonitis on (B)(6) 2016 and discharged on (B)(6) 2016 due to breach in aseptic technique. Patient was treated with cefazolin (dosage unknown). Culture results showed methicillin-susceptible staphylococcus aureus. Official date of diagnosis was (B)(6) 2016. Medical records have been requested.

Manufacturer narrative:
The cycler was not returned to the manufacturer for physical evaluation or repaired. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Medical records do not contain a recent history and physical, medication list, peritoneal dialysis treatment records, peritoneal dialysis progress notes, hospital progress notes or hospital admission diagnoses for review. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and the peritonitis. Medical records indicate the cause of the patient¿s peritonitis was the peritoneal dialysis catheter. The peritoneal dialysis catheter is not a fresenius manufactured product. There is no evidence of a device defect or malfunction. The most frequent causes of peritonitis are related to a breach in the aseptic technique and may occur during the manipulation of the peritoneal dialysis therapeutic system components and in particular during the connection and disconnection steps. The peritoneal dialysis nurse confirmed breach in aseptic technique. The reported circumstances reasonably suggest that the peritoneal dialysis products have not caused or contributed to the reported event of peritonitis.

Event description:
Medical records were received and evaluated. The patient was admitted in the hospital due to his peritoneal dialysis not working. The patient's peritoneal dialysis fluid cultures grew (B)(6)). The patient was managed on antibiotics. A medication list is not available in the medical record for review. The patient had an emergent hemodialysis catheter placed and started on hemodialysis. The patient's peritoneal dialysis catheter was replaced as well and functioned well. The patient was discharged (B)(6) 2016 and prescribed intravenous antibiotics and cefazolin with the peritoneal dialysis for an additional three weeks. The patient's primary discharge diagnosis was acute peritonitis secondary to infection from the peritoneal dialysis catheter, status post replacement of normal functioning of peritoneal dialysis catheter.